Manufacturer narrative:
A ge representative evaluated the system and replaced the lemo connector. System operates as intended.

Event description:
The customer reported the system would not produce images or x-rays. No pt injury was reported.